Manufacturer narrative:
(B)(4). PMA/510(k): the rt267 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt267 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected for damage and pressure tested for leaks. Results: no damage was noticed at the connection between the limbs and the swivel wye of the returned evaqua breathing circuit. However, the evaqua limb was observed to be discoloured and partly pulled out from the expiratory limb's elbow connector. The pressure test result was within specification. Both the expiratory and the inspiratory limb did not disconnect from the swivel wye during pressure test. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine definitively the root cause of the loose connection that was reported by the healthcare facility. However, it is possible for the disconnection to occur if the tubing is pulled, instead of the connector, when removing the breathing circuit from the ventilator. All rt267 infant evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject evaqua2 breathing circuit would have met the required specification before it was released for distribution. Our user instructions that accompany the rt267 infant evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a distributor that the connection between the limbs and the swivel wye of an rt267 infant evaqua2 breathing circuit was loose. This was observed before use on a patient.